Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Subject: (B)(6). Infinity¿ with adaptis¿ total ankle replacement follow-up (itar2). (B)(6) 2024: patient improving 4 weeks post op and site is healing. (B)(6) 2024: most recent update states patient reports pain is worsening. (Pi #3).

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: 200-023 infinity¿ with adaptis¿ total ankle replacement follow-up (itar2) (B)(6) 2024: patient improving 4 weeks post op and site is healing. (B)(6) 2024: most recent update states patient reports pain is worsening. ( pi #3).